Event description:
Per the clinic, the patient experienced vertigo and a performance decrement with device use; subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the electrode array had migrated into the semi-circular canal.